Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the system was explanted due to infection/erosion. Patient was doing well following the procedure.